Event description:
Foley bag with attached graduate green twist cap on graduate not working, causing urine spillage from bag. One of three bags reported leaking in 24 hours. Package (B)(4) pd 7600167.